Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the corrosion on the image guide cover was due to a degradation problem identified. The most probable cause of the corrosion on the image guide mount and the image guide mount-v is a cause linked to the device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound bronchofibervideoscope to the service center for a separate issue. During the device analysis, the olympus service repair technician indicated that a the image guide cover had corrosion, the image guide mount had corrosion, and the image guide mount-v had corrosion. It was determined that the image guide cover and image guide mount needed to be replaced. There was no patient involvement.